Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump was not working. The customer stated that the drive support cap was normal. Customer troubleshoot was performed. The customer was advised to the insulin pump will need to be replaced and discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received compromised force sensor system alarm during displacement test due to faulty force sensor resistance (gold). Unable to perform prime test, excessive no delivery test and occlusion test. Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specs. No unexpected low battery alarms were noted during testing. Insulin pump passed self test, off no power test and all operating currents test.